Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Visual examination of the lead found the helix was retracted with no signs of blood/tissue. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that prior to implant, the helix of the right ventricular (rv) lead showed difficulty rotating. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.